Event description:
It was reported that balloon rupture occurred. The target lesion was located in the diagonal branch. A 2.00mm x 15mm emerge¿ balloon catheter was selected for use to dilate the lesion. Upon the first inflation, the balloon was inflated at an unknown pressure for 20 seconds. Upon the second inflation, the balloon ruptured at 6 atmospheres. The device was removed completely and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of emerge balloon catheter with no other devices. There was contrast in the inflation lumen. Magnified inspection identified a pinhole in the balloon material over the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the diagonal branch. A 2.00mm x 15mm emerge¿ balloon catheter was selected for use to dilate the lesion. Upon the first inflation, the balloon was inflated at an unknown pressure for 20 seconds. Upon the second inflation, the balloon ruptured at 6 atmospheres. The device was removed completely and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.